Manufacturer narrative:
Battery lasts less than expected anomaly confirmed during testing. Unit failed the active current test. Failure has been isolated to pcba 1. Pump passed the self test, sleep current measurement test and the displacement test.

Event description:
The customer reported via phone call that her insulin pump's battery had to be changed more frequently. The customer's blood glucose level was 128 mg/dl. The customer reported that she received low battery alert and changed two batteries; however after six hours, she again received low battery. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.